Manufacturer narrative:
Date of event was approximated to (B)(6) 2019, the date the sling was implanted, as no event date was reported. This event was reported by the patient's legal representative. The implant surgeon is: (B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation that an advantage fit blue system was implanted during a vaginal repair, mid-urethral sling (retropubic) and cystoscopy procedure performed on (B)(6) 2019. As reported by the patient's attorney, the patient had experienced an unspecified injury.